Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons sometimes was not work and did not rewind sometimes. No harm requiring medical intervention was reported. Customer stated that insulin pump received unexplained no delivery alarms and cracked on the screen also the battery life only lasting a couple days. The customer was assisted with troubleshooting. The device will not be returned for analysis.